Manufacturer narrative:
This report is submitted on november 02, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the patient's surgeon, it was reported that the patient developed infection however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is submitted on november 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. - attachment: [63550 device analysis report.pdf]